Event description:
This report is based on information provided by a philips bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was not booting up, showing error message 'cannot locate mpm application.exe. Please re-apply latest software update'. There was no reported patient involvement, therefore no health consequences or impact.